Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the c-flex 570c iol was implanted; however, was then removed. The reason for iol explantation has not been specified. No further information on this event is available to rayner at this time. Rayner is liaising with its us distributor to obtain additional information to facilitate further investigation of this case. Our review of production records for the c-flex 570c iol batch 124e65909 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (december 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex 570c iol batch 124e65909. Device not returned.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification from its us distributor of an event that occurred during use of a c-flex 570c iol. The event description provided to rayner states "implanted but removed".